Event description:
It was reported that the patient's blood glucose levels reached between 380 mg/dl and 390 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the adhesive was a little rolled down and the cannula dislodged from the infusion site (abdomen). As treatment, patient drank gatorade and a new pod was applied and insulin was delivered. This pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.